Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) was failing screen calibration. No patient involvement and no harm was reported.